Event description:
On (B)(6) 2025, a patient received total hip arthroplasty. During broaching and removal of the broach, a fracture was discovered in the proximal femur. The fracture was reinforced with a cable. After confirming no stem subsidence, the operation was completed. The surgeon commented that the cortical bone of the proximal femur appeared thin, making it prone to fracture.